Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 301.9 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 3.5 mm and appeared in good condition. There was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there was distorted light from the sma connector, indicating a fracture within the fiber connector. The exposed glass tip appeared in good condition. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2021-04004 for the first flexiva 200 tractip laser fiber for the second flexiva 200 tractip laser fiber. It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the ureter performed on may 12, 2021. During the procedure, the laser fiber did not work and only fired a couple of times before clicking noise was heard. Another of the same device was opened and the same issue occurred. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.